Event description:
A galil medical sales rep called in an issue that happened with a patient from (B)(6) medical center. The case date was (B)(6) and it was a renal CT guided case. The doctor used the 90 degree icesphere needles. To protect the patient from the frost on the shaft of the needle, the doctor used ultrasound gel on the skin. The case was done without any complications and no visable wounds were noticed. On (B)(6), the patient returned for their follow up appointment with a burn. The burn is 1cm by 1cm by 3cm between the puncture sites. The wound is being managed by the (B)(6) medical center wound department.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was noted when the patient went to his/her follow-up appointment. Skin burn is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient is being treated by the wound care department.